Event description:
It was initially reported that the patient was having issues with the recharger for 6 months prior to the report. It was noted that the patient ¿would have 8 boxes, didn¿t move and lost 8 boxes.¿ it was noted that the patient had a hard time recharging the implantable neurostimulator (ins). It was noted that the patient performed a reset and the patient was able to get 8 bars and was recharging. Additional information reported that the patient was trained and was comfortable with recharging effectively in the further. It was noted that the ¿perceived malfunction was a result of the recharger needing to be set.¿ it was noted that after resetting the recharger, it operated normally. It was further noted that the only intervention required was a reset of the recharger and no further action was needed. It was noted that the patient demonstrated normal and effective recharging during the appointment and effective therapy was achieved. Additional information received reported the patient has always had difficulty ¿more or less¿ with coupling since implant. The reporter stated their stimulator in their back was not working. It was noted the patient had worked numerous times with a manufacturing representative. It was further noted the patient worked with a manufacturing representative about 2.5 weeks ago for assistance with recharging. The reporter stated they were able to get coupling boxes, but right after the manufacturing representative left their coupling went from 6 to 4 boxes and they were only able to charge up half way. It was noted that a coupling problem was reported. It was further noted that the patient tried to recharge three times since then unsuccessfully. The reporter stated the implantable neurostimulator (ins) had been empty for about two weeks. It was noted the last time the patient was able to communicate with the ins using their recharger was the end of last week. It was further noted that a communication problem was reported. The reporter stated they were not able to communicate with the ins using their recharger or patient programmer. The reporter further stated they met with a manufacturing representative who stated they though that something may need to be replaced. It was noted that an ins o verdischarge was suspected. The reporter stated that a manufacturing representative told them that the battery could be empty for six months and they would be able to recharge. Additional information received reported the patient was still having trouble getting good coupling. It was noted the patient could communicate with the ins, but was not able to get good coupling. The reporter stated they were not sure why this was happening. Additional information received reported the patent was note getting all of the eight coupling boxes filled and they had it for three years. It was noted that it communicates and doe charge just not as fast as the patient wants. It was further reported that new equipment did not resolve the issue. The patient would have ins replaced with non-rechargeable ins. It was also reported that the overdischarge was confirmed. Device malfunction was suspected but couldn't be confirmed. Pmr (physician mode recharge) was not performed. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant: product ID 37752, serial# (B)(4), product type recharger, product ID 39565-65, serial# (B)(4), implanted: 2010-(B)(6), product type lead, product ID 37743, serial# (B)(4), product type programmer, patient. Product ID 37752, serial# (B)(4), product type recharger. Product ID 37791, lot# unknown, product type recharger. Product ID 37752, serial# (B)(4), product type recharger. (B)(4).